Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted, and the physician suspected a possible fluid leak at the cuff. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted, and the physician suspected a possible fluid leak at the balloon. There were no additional patient complications reported.

Manufacturer narrative:
Additional information updated b5 describe event/problem and coding. Corrected d6a implant date.